Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up button dome switch also, was unable to prime during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No unlocked lcd keypad connector noted. The insulin pump had normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test and displacement test. No motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via telephone call that the insulin pump had alarmed for a motor error twice. The blood glucose reading was 597 mg/dl. The customer was treated with manual injection. The drive support cap appeared normal and recessed. The caller did not have the insulin pump available for troubleshooting. He was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.